Event description:
It was reported that the patient advocate contacted technical services (ts) as this communicator exhibited a red call doctor icon. Ts assisted with troubleshooting and the patient was able to perform a patient initiated interrogation. The patient was referred to the clinic regarding the red alert related to the right ventricular (rv) pacing impedance out of range. The communicator remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient advocate contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts assisted with troubleshooting and the patient was able to perform a patient initiated interrogation. The patient was referred to the clinic regarding the red alert related to the right ventricular (rv) pacing impedance out of range. Additional information provided indicates the patient was seen in-clinic and a lead fracture was confirmed. The patient will continue to be monitored at this time. The lead remains in service. No adverse patient effects were reported.